Event description:
A malfunction was reported by a customer, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the malfunction had occurred multiple times. The customer was instructed on how to put the existing pump into storage mode, to return it within ten days using a provided box and label, and to program the new pump. They were also advised on connecting their continuous glucose monitor (cgm) to the replacement pump. A backup insulin pump was used to ensure insulin delivery was not interrupted during the exchange.